Manufacturer narrative:
The lab evaluation indicated that the complaint of a priming error was not confirmed, but the pump failed to function properly due to the broken cassette door pivot point. Malfunction due to broken cassette door pivot point.

Event description:
Complainant reported a priming error.